Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the cause was not determined. Patient said they wanted to be proactive in letting the manufacturer know. However, since the warmth is not bothering the patient, patient does not want to investigate any further and will continue to monitor the situation. No additional actions taken at this time, and the issue is not resolved, but the patient will communicate again if things change.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller reports about 6 months ago, patient started feeling intermittent warmth inside and outside her skin around the ins pocket. No redness at the pocket site. Caller reports patient is getting good coverage and do not want to go without the stimulator. Caller reports patient denies of any fall or excess bending or twisting. Nothing out of the ordinary. Caller reports the warmth can happen out of the blue, only happened once when patient was charging. Caller reports patient keeps her stimulation on 24/7, have not try turning stimulation off. Caller reports patient can feel the warmth but does not bother her that much or a big issue. Caller reports impedance are within normal limits. Redirect caller to patient's hcp